Manufacturer narrative:
No product was returned and no lot/ serial numbers were provided. No additional information received to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient has been having headaches following rate increase on the pump. It was reported that the patient was in the hospital for three days. No patient injury was reported.

Manufacturer narrative:
Other text: additional information was received via email from customer on 27-may-2022 and attached by ICU medical in complaint: country of incidence is canada. (E1), corrected data: the model number was not documented in the initial report. (Updated d4).

Manufacturer narrative:
Other, other text: additional information was received via email from customer on 27-may-2022 and attached by ICU medical in complaint: country of incidence is canada. (E1), corrected data: the model number was not documented in the initial report.